Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got into a car accident in the past and they could no longer turn on their stimulator. Caller mentioned note from two months ago indicates the issue, but event date was not listed. Pt now needed brain MRI. Tss reviewed MRI guidelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had a car accident that damaged their ins. Patient said that it didn't appear like the leads had moved but the unit was shocking them so their doctor made the patient turn the ins off. Patient said they eventually ended up moving and previous smart programmer and communicator got wet and they had to replace them, but external devices never got synced or set up correctly. Patient mentioned they have never had yearly follow up with the representative this whole time because their doctor quit on them basically after their unit was implanted. Agent asked patient if they were getting an error message or something when they are trying to access their therapy app and patient said no, it's never been set up. Patient was charging their external devices during the call and stated the communicator did not have enough charge to power on. Agent reviewed with patient that they will need to call back once their communicator is charged for further troubleshooting. Patient provided an event date of 3 years. Agent offered physical listings but patient declined.

Event description:
Additional information was received from the patient. The patient called back and started to repeat their situation which has been previously documented. Patient said they're still trying to get an MRI, however the MRI facility that they typically go to wants more forms filled out. During the call, patient did attempt to put device into MRI mode and received the message that "implant information is missing." Agent explained that whenever patient receives a new handset the MRI mode information and programming need to be manually input. Patient confirmed isn't able to do anything with other programs. Patient repeated information that, due to accidents, was told that the lead is okay, however the ins has moved and believes that there is an issue where the wire connects to the ins. Agent reviewed rep role and sent another email to field staff in the area of implanting physician. Agent reviewed the rep response on 2025-jun-11 where the rep said that they are going to discuss and reach out to the patient. Rep response indicated that the team member reached out to the patient with a referral for a physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.